Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the freestyle libre sensor. The customer reported that "after 4 or 5 days" of wearing the sensor, they ended up in the hospital with a diagnosis of diabetic ketoacidosis. The customer reported a blood glucose result of over 498 mg/dl, but that the sensor had been reading 80-120 mg/dl previous to hospitalization. The customer did not provide any treatment details. There was no report of death or permanent injury associated with this event.